Event description:
Per the clinic, the patient experienced an infection over implant site (specific date not reported). Subsequently, the device was explanted ON (b)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.